Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pain pump was not working and might need to be changed in (B)(6). (B)(4) omitted information pertaining to previous pump vd pe# (B)(4). Additional information was received from a consumer regarding a patient receiving dilaudid (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the pump was not working due to volume discrepancies. The actual volume at the previous refill appointment was noted 15cc when the pump was filled with 20cc. The caller indicated that nothing had been done to troubleshoot the cause of the volume discrepancy and that the nurse at the healthcare provider (hcp) office advised her to contact medtronic to determine the next steps. No symptoms were reported. The caller was directed to follow up with the hcp. No further complications have been reported as a result of this event. (B)(4): additional information received from a healthcare professional (hcp) on 2018-sep-11 indicated that the hcp filled the patient's pump on (B)(6) 2018. The actions/interventions taken were unknown as another hcp filled the patient's pump. It was noted that the patient was advised to contact manufacturer to have the pump checked by a representative (rep). The patient's weight was (B)(6) pounds. No further complications were reported.